Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was observed. However, it cannot be firmly established that indicates a device malfunction. The device was put through extensive testing including on/off current testing without duplicating the report. Review of the device logs showed that the battery installation test passed, and the device prompted "change batteries" indicating that the user did not press the battery reset button. The battery reset button was pressed and the report was cleared. The device was recertified and returned to the customer. The AED plus operator's guide states when replacing batteries to remove all batteries from the battery compartment and discard before installing any new batteries. Insert 10 new batteries into the battery well. Do not use old batteries. Press the button in the battery well only after installation of new batteries. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.